Event description:
Reporter indicated that a vns patient was having increased seizures. The vns generator was not at end of service and diagnostics indicated normal device function. A battery life estimate performed by the manufacturer yielded approximately 6 months remaining on the generator battery. The vns pulsewidth setting was increased as an intervention. Prophylactic replacement of the vns generator is planned. All attempts for further information regarding the seizures have been unsuccessful to date.